Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4) the purpose of this MDR submission is to document the result of the analysis of the production records for lot s13539. A review of manufacturing documentation associated with this lot (s13539) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 3/13/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to include the additional event information received on 3/11/2019. Additional information was added into the following sections: the initial reporter title, first and last names. The initial reporter phone: (B)(6). Additional information: the healthcare professional reported that during the coil embolization of a vasa vasorum prior to a cerebral tumorectomy, the 4 mm x 15 cm deltafill 18 coil (dlf180415 / s13539) was inserted to the target site without any issue, however, the when the physician attempted to detach the coil by pressing the detachment button on the detachment control box, the coil did not detach. The physician then put force on the delivery wire pulling it back and forth, torque was applied to the delivery wire with the knowledge that excessive force and torque are contraindication, but the coil remained undetached. The detachment button on the control box was pressed 8 times in total and before the physician retracted the coil back into the microcatheter and both were removed from the patient¿s body. The coil was successfully removed from the patient. It was confirmed that a pre-deployment electrical check was performed, and all the connections appeared to fit properly without the application of excessive force. The control box, the cable, and the microcatheter were not replaced; the coil was replaced, and the replacement coil was used with the microcatheter guide back to the target site; the procedure was successfully completed with the replacement coil. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the product is available to be returned for evaluation and analysis. A review of manufacturing documentation associated with this lot (s13539) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to make a correction to the manufacture information in sections d and g, and to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization of a vasa vasorum prior to a cerebral tumorectomy, the 4 mm x 15 cm deltafill 18 coil (B)(4) was inserted to the target site without any issue, however, the when the physician attempted to detach the coil by pressing the detachment button on the detachment control box, the coil did not detach. The physician then put force on the delivery wire pulling it back and forth, torque was applied to the delivery wire with the knowledge that excessive force and torque are contraindication, but the coil remained undetached. The detachment button on the control box was pressed 8 times in total and before the physician retracted the coil back into the microcatheter and both were removed from the patient¿s body. The coil was successfully removed from the patient. It was confirmed that a pre-deployment electrical check was performed, and all the connections appeared to fit properly without the application of excessive force. The control box, the cable, and the microcatheter were not replaced; the coil was replaced, and the replacement coil was used with the microcatheter guide back to the target site; the procedure was successfully completed with the replacement coil. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 4 mm x 15 cm deltafill 18 coil was received contained in a pouch. The device was visually inspected. The hub was without any damage. The device positioning unit (dpu) has several kinks on it. The marker band was found at 50 cm from the hub, within specification. The coil introducer was unzipped and has residues of dry blood on it. The resheathing tool was observed without damage. The device underwent microscopic inspection. The v-notch was in normal, good condition. The resistance heating (rh) and the articulation join were inspected; the rh has evidence that it was heated, but it was outside of the coil introducer. The articulation joint is in good condition. The embolic coil was outside of the introducer and was without damage. The returned device underwent functional analysis. It was connected to a multimeter in order to measure the resistance; but no resistance was observed. The device was connected to the lab detachment control box (B)(4) with a lab enpower control cable; the system ready light was not illuminated. A review of manufacturing documentation associated with this lot (s13539) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the 4 mm x 15 cm deltafill 18 coil failed to detach during the procedure was confirmed. The returned device underwent functional testing and there was no resistance when the returned device was connected to a multimeter; no resistance reading was observed on the multimeter. The device was also connected to the lab dcb and enpower control cable; the system ready light did not illuminate. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. There was no damage observed on the embolic coil that was returned outside of the coil introducer. The returned device had several kinks on the conductor wire, it is possible that the observe kinks may have blocked the electrical connection which may have resulted in the reported failure to detach issue. The exact cause of the kinks cannot be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection for resistance after the device is loaded into the packaging hoop. Thus, it is not likely that the 4 mm x 15 cm deltafill 18 coil left the manufacturing facility with the kinks observed on the device and without undergoing resistance inspection testing. The complaint did not document any issue related to the advancement of the coil, however, the presence of the residues of dry blood observed on the coil introducer also suggests that an insufficient flush was maintained. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance and indicates that the flush should be verified in the event of resistance/friction during device advancement. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance/friction. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Procode is krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of a vasa vasorum prior to a cerebral tumorectomy, the 4 mm x 15 cm deltafill 18 coil (dlf180415 / s13539) was inserted to the target site without any issue, however, the when the physician attempted to detach the coil by pressing the detachment button on the detachment control box, the coil did not detach. The physician then put force on the delivery wire pulling it back and forth, torque was applied to the delivery wire with the knowledge that excessive force and torque are contraindication, but the coil remained undetached. The detachment button on the control box was pressed 8 times in total and before the physician retracted the coil back into the microcatheter and both were removed from the patient¿s body. The control box, the cable, and the microcatheter were not replaced; the coil was replaced, and the replacement coil was used with the microcatheter guide back to the target site; the procedure was successfully completed with the replacement coil. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the product is available to be returned for evaluation and analysis.